Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako total hip procedure the surgeon had difficulty seating the acetabular reamer which led to the pelvic array being shifted. This led to the eventual abandonment of the mako system and finished the procedure manually. During the reaming phase of the tha procedure dr. (B)(6) had much difficulty orienting the robotic arm into the acetabular cup. The robotic arm was continually coming into contact with the pelvic array. Upon noticing this issue and to ensure accuracy I had dr. (B)(6) walk the bone with the probe to make sure the virtual model had not shifted as well as check the pelvic checkpoint. The first two checks were successful. Upon further contact with the pelvic array after manually reaming with the robotic arm I had dr. (B)(6) check the checkpoint a third time which had failed with a discrepancy of 5mm. I immediately informed dr. (B)(6) of the situation which led to the abandonment of the mako system and resumed procedure manually. Estimated delay, 30-45 minutes; the delay was due to the difficulty of the surgeon to properly position the robotic arm during reaming.

Manufacturer narrative:
Reported event: an event regarding having trouble positioning the robotic arm during reaming involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 154 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding having trouble positioning the robotic arm during reaming. There were 4 other reported event for the listed catalog number (B)(4). Conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. Device not returned.

Event description:
During a mako total hip procedure the surgeon had difficulty seating the acetabular reamer which led to the pelvic array being shifted. This led to the eventual abandonment of the mako system and finished the procedure manually. During the reaming phase of the tha procedure dr.(B)(6) had much difficulty orienting the robotic arm into the acetabular cup. The robotic arm was continually coming into contact with the pelvic array. Upon noticing this issue and to ensure accuracy I had dr.(B)(6) walk the bone with the probe to make sure the virtual model had not shifted as well as check the pelvic checkpoint. The first two checks were successful. Upon further contact with the pelvic array after manually reaming with the robotic arm I had dr. (B)(6) check the checkpoint a third time which had failed with a discrepancy of 5mm. I immediately informed dr.(B)(6) of the situation which led to the abandonment of the mako system and resumed procedure manually. Estimated delay, 30-45 minutes; the delay was due to the difficulty of the surgeon to properly position the robotic arm during reaming.